Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had knee surgery around (B)(6) and since had been having to get up to urinate more often. It was noted that they did not know if they just noticed it more now that they had knee surgery, or if there was an actual change in patient's urinary symptoms. Patient increased stimulation to a comfortable level. No further complications were reported.